Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the device has strange odor, burning/smoke/electrical odor and the device is not properly providing the air needed. The patient alleges headache and shortness of breath. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the device has strange odor, burning/smoke/electrical odor and the device is not properly providing the air needed. The patient alleges headache and shortness of breath. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. On the previously submitted report, the legacy ID was entered incorrectly. It is now corrected on this report. The corrected legacy ID is (B)(4).

Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the device has strange odor, burning/smoke/electrical odor and the device is not properly providing the air needed. The patient alleges headache and shortness of breath. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. On the previously submitted report, the legacy ID was entered incorrectly. It is now corrected on this report. The corrected legacy ID is 316156451. Additional information received from the patient indicates there is no allegation of particles or residue in the device.  Section h6 device problem code, there was no allegation of degradation.